Event description:
On (B)(6) 2025, a patient's parent reported that the patient was admitted to the hospital earlier today due to elevated blood glucose (bg) levels. The parent reported an initial bg reading of 399 mg/dl accompanied by nausea, which later increased to 450 mg/dl. The patient uses a contact detach infusion set; the parent confirmed that the infusion site is intact and functioning properly. While hospitalized, the patient received 7 units of insulin via IV. The patient remained connected to the ilet device during the hospital stay and was discharged 3.5 hrs later. The parent plans to speak with their hcp regarding a factory reset, which was completed on (B)(6) 2025. The patient's bg was at 238 mg/dl at the time of the call and reported as fine.

Manufacturer narrative:
The DHR review confirmed the ilet met all manufacturing specifications prior to release. The log review showed the ilet was performing to specification including alerting the patient of high glucose. There was a sensor expiring in 24h alert in the logs, however causality is unknown. An infusion set change was performed prior to the event, however based on the report, there was no issue with the set. The cause of this event cannot be determined. Should additional, relevant information become available, a supplemental report will be submitted.